Manufacturer narrative:
A4 and a5 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that shortly after initiating support, a purge system failure alarm appeared on the automated impella controller (aic). The purge cassette was replaced but the issue remained. The aic was subsequently swapped to resolve the failure. There was no patient harm.

Manufacturer narrative:
Data analysis: on the complaint date, (B)(6) 2025, one hour after the pump (sn: (B)(6)) was started, the console displayed ¿purge system failure (piston blocked) ¿ alarm,¿ event #417. Following this, there was a ¿controller error (pbm voltage out-of-spec) ¿ alarm,¿ event #501, caused by abnormal vpurge voltage from the pbm. The cassette was then changed from s/n (B)(6) to s/n (B)(6), however, event #417 persisted (imc_logs_ic3937.pdf). This confirms the reported failure mode. Device analysis: this console was tested upon arrival at fs. The reported failure mode, ¿purge system failure¿ alarm, was reproduced by running the optical test pump and the cassette. Although there was no dextrose residue on the purge motor gasket, the console displayed event #417 and event #501. It is likely that the pud drew more current, resulting in a drop in the vpurge voltage and triggering event #501. The vpurge voltage was measured at tp43, fluctuating between 23.7v and 2.4v under ac power. Note: when the console was turned on and idle without the cassette and pump, the vpurge voltage remained stable at 23.8v. After replacing the original pud with a known good one, and upon running the test cassette and pump, there were no alarms, and the vpurge voltage remained stable at 23.8 v under ac power. Root cause: the root cause of the purge system failure alarm was a pud malfunction. Ad hoc task: before returning this console (ic3937) back to the customer, fs was instructed to perform the following, replace the pud pca (0042-1105) due to a malfunction. Perform sections 10, 11, 12, 18, 19, and 20 of the pm procedure (0042-7309). Perform a full functional check (0042-7316). Return the original pud pca back to the engineering for further analysis.